Event description:
A healthcare facility in (B)(6) reported to our distributor that the flow of water from the source into an mr290v autofeed humidification chamber was 'not smooth' despite having followed fisher & paykel healthcare (MFR) instruction. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber was firstly visually examined then the flow of water tested by connection to a waterfeed bag. Results: the hospital reported that water did not flow smoothly into the complaint mr290 chamber. When the complaint chamber was connected to a waterfeed bag, water fed into the chamber until the primary float was activated, whereupon the chamber stopped filling. No irregularities in flow was noted, indicating that the chamber was operating within specs. A lot check indicated no other complaint of this nature for this lot number. Conclusion: in our performance tests of the complaint mr290v chamber, we were unable to duplicate the alleged fault as reported. Water appeared to flow into the chamber unimpeded and did not exceed the maximum water level line as marked in black on the chamber dome. It is possible that trapped air within the water feed set tube could have contributed to the interrupted flow of water as reported. An air filter is designed into the mr290v chamber for this purpose. A replacement chamber has been sent to the hospital concerned.